Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead impedances have been slowly decreasing over the last year. The lead remains in use. There were no reported patient complications as a result of this event.